Event description:
Pt reported their meter/hcp meter comparison test readings were 57 mg/dl (ss) versus 87 mg/dl (hcp), respectively (34% difference). Tests were done side by side. No symptoms were reported. Control solution test reading (69) was low out of range (93-139). Lfs representative reviewed qc procedures and discussed meter/lab comparisons with pt. The meter was replaced. There was no allegation of harm.